Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: when pump is booted the display is a dim red color. The battery compartment is also cracked between the case seal and the grip. Pump was exercised for 24 hours and then the battery was removed for six hours. When power was restored a time and date reset was observed. Black box recorded that on 1/20/13 that the time and date were reset to default following a power on reset with the battery being removed for less than 24 hours. With the pump opened, the internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display and a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2014.